Event description:
A nurse reported that during cataract and vitrectomy combination surgery ophthalmic knife could not cut. The surgery was completed on the same day after replacing the product with another one. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).